Manufacturer narrative:
Returned for eval were two fully formed staples. The two staples displayed no discrepancies & no conclusion could be drawn as to the cause of the condition reported.

Event description:
The device was used during an esophagogastrostomy.